Event description:
Upon removal of IV catheter from right antecubital vein, catheter was catching on skin because of tear in catheter that could be visualized. Tourniquet placed and md attempted to remove with straight hemostat, however already frail plastic broke off and catheter tip slipped back into vein. Surgery consulted and retained portion of IV catheter removed by cutdown procedure under conscious sedation. IV catheter had been inserted same date. Event not relayed to rptr until 8/02.